Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "right side rupture."

Event description:
Healthcare provider called to report a right side rupture. The device has been unilaterally exchanged.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, white particles in the shell, wear abrasion, cloudy in the gel and crease fold. No other observation observed. The unit is not rupture. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare provider called to report a right side rupture. The device has been unilaterally exchanged.